Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. It was unknown if the patient was initiated on antibiotic treatment for the event. At the time of this report, the patient was not recovered and pd therapy was ongoing. No additional information is available.